Event description:
It was reported that a prostyle device was used for closure of an unspecified vessel after a cardiac ablation interventional procedure. Post cardiac ablation procedure and closure with the prostyle sutures, the patient had complaints of leg pain. Upon further assessment the patient was found to have deep vein thrombosis (dvt) which was treated with a thrombectomy. It is currently unknown what the cause of the dvt was; however, the patient was being sent to a hematologist for further work up to determine if there's an associated clotting disorder. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of pain and thrombosis are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4: a partial UDI was provided as the lot number is not known.